Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable, or unchanged. Investigation evaluation. A review of the documentation, drawing, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. There is no IFU for this device; however, the label on the wire guide holder advises against pulling the wire guide through the needle. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Based no product returned, the results of our investigation, and the complainant¿s own testimony a definitive root cause could be traced to user error and a failure to follow instructions. Though this device is not sold with an IFU, the label clearly advises against pulling the wire guide through the needle. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during what is believed to have been a biv ICD upgrade procedure, a portion of the micropuncture transitionless access set separated and remains in the patient. The initial reporter provided that as the wire guide was being removed through the needle, the distal tip separated. The reporter stated there was no resistance felt during the removal of the device. Additionally, approximately 4.5-5.5 centimeters (cm) of the wire guide was observed in right, lower posterior basal segment (rib cage area). During a post procedure chest x-ray. Retrieval was not initially attempted. The patient has been made aware of this and has elected to not have any additional procedures. It was reported that the patient was instructed there will be "surveillance radiography and observation". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.